Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a pause of the ventricular rhythm was observed. Analysis of the session records indicates the pause was due to ventricular oversensing; however, the cause could not be identified. Revision of the right ventricular lead was anticipated. The patient's condition was stable and there were no adverse consequences.

Event description:
It was reported that the right ventricular lead was successfully revised. The patient's condition was stable and there were no adverse consequences. Additional information was requested but not received.